Event description:
It was reported that a patient underwent revision surgery to address post-operative fracture of an everest polyaxial screw at left s1. The patient reported low back pain that radiates to left buttocks.

Manufacturer narrative:
Device location unknown.

Manufacturer narrative:
D1/h6: three possible device catalogues were provided to stryker for this event 2911-07545, 2911-07550, or 2911-06550. Complaint history was reviewed for all three possible catalogues. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient underwent revision surgery to address post-operative fracture of an everest polyaxial screw at left s1. The patient reported low back pain that radiates to left buttocks.